Manufacturer narrative:
A1: patient identifier: requested, not provided a4: weight: 71.36kgs d4: lot #: requested, not provided d4: expiration date: unknown, as the involved lot # was not provided d4: UDI: unknown, as the involved lot # was not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: nurse coordinator h4: device manufacture date: unknown, as the involved lot # was not provided the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device used in the case, for the first device used please refer to section h10 for the related report.

Event description:
Terumo medical corporation received the following information: a diagnostic left heart catheterization was performed. There was a tr band placed at 1330 with a hematoma noted shortly after in recovery. There was a second tr band placed above the original. At 1600hrs there was hematoma noted that appeared to look dark and blistered. At 1830 the tr bands were removed with still large hematoma noted. The patient developed a hematoma from both bands. The size of the hematoma was not measured. However, per or operative report, approximately 10 x 6cm area of denuded skin on volar surface of the wrist and sone early blistering on the dorsal hand. On assessment, there was swelling, blister formation, discoloration of hand/fingers distally, and petechiae present post catheterization. There was 15ml's of air injected into the tr bands when applied. The bands stayed inflated as intended when applied. There was a consult placed for vascular surgery to evaluate possible surgical intervention. The blood loss was less than 250cc. There were no other devices used in the access site. There was no noticeable damage to the device. The device was not manipulated before use in any way or during storage. The device was stored in the package. The only issue encountered during use was the hematoma formation.

Manufacturer narrative:
The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record cannot be completed due to the unknown lot number. A nonconformance was initiated for an increase in severity in the hazard based risk table (hbrt).